Event description:
It was reported that the pump malfunctioned, with a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections as backup therapy and received a replacement pump following instructions from technical support, which included putting the pump into storage mode and returning it via ups with a pre-paid label.